Manufacturer narrative:
No unexpected low battery alerts, blank display anomalies or missing segments/partial display anomalies noted during testing. Passed pump self test, displacement test and off no power test. The operating currents were in spec. Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump's display was blank, except for a closed circle. The customer reported receiving a low battery alert, then a battery error after he replaced the battery. The customer declined to complete troubleshooting. Blood glucose level at the time of the incident was 95 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.